Event description:
Litigation papers allege: extreme pain in her hips causing difficulty ambulating and sleeping. Update: (B)(6) 2011 - the sales rep has reported the revision. Patient was revised due to tissue damage. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised due to pain. Update: (B)(6) 2012 - medical records were received. The revision operative report indicated that there was corrosion on the trunnion. The femoral stem and adapter sleeve were added to the complaint. Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified implant dates. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Litigation papers allege: extreme pain in her hips causing difficulty ambulating and sleeping. **update** (B)(4) 2012 - medical records were received. The revision operative report indicated that there was corrosion on the trunnion.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
***Update: (B)(6) 2011 - the sales rep has reported the revision. Patient was revised due to tissue damage. Dor: (B)(6) 2011 (right side) ***update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised due to pain. Dor: (B)(6) 2012 (left side) **update** (B)(6) 2012 - medical records were received. The revision operative report indicated that there was corrosion on the trunnion. The femoral stem and adapter sleeve were added to the complaint. **update** (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified implant dates. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Doi: (B)(6) 2007 (right); doi: (B)(6) 2008 (left) examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.